Manufacturer narrative:
1/27/2025, we have requested the device be returned from the consumer. To date, we have not received.

Event description:
1/20/2025 - the consumer claims the unit is extremely hot and burnt her skin. The consumers hand became red. Medical attention was not received.